Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture and crease/folding of implant was reviewed on july 13, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease/folding of implant: observed crease on the device. No additional observations were carried out.

Event description:
Healthcare professional reported left capsular contracture grade iii and folds. Device has been explanted.